Event description:
It was reported that intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose. Reportedly a new cartridge was loaded, and insulin delivery was resumed.